Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. There was blood and contrast in the inflation lumen. The hypotube shaft was completely separated 58.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the distal tip presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jan-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 15mm in length target lesion was located in the moderately tortuous, moderately calcified, and 4.5mm in diameter right coronary artery. A 4.5mmx12mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.